Event description:
The procedure was to treat a chronic total occlusion (cto) in the distal rca. An attempt was made to cross the lesion, but the guide wire became trapped. To remove the guide wire, some torque and tension was applied. After removal of the device, the guide wire tip core was found to be separated 5 mm proximal to the tip, but it remained tethered by the coil guide wire.